Event description:
Customer contacted beckman coulter inc. (Bci) with erroneously reactive toxo igg result generated by the unicel dxi 800 access immunoassay system for one patient. The erroneous result was reported outside of the lab. Repeat results along with a subsequent sample, both resulted as non-reactive. There is no report of death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The samples were centrifuged at 1500g for 15 minutes. There is no indication that service was dispatched for this event. A clear root cause for this event has not been determined to date.